Event description:
It was reported that, during a thr surgery, the ao attachment of drive shaft of a minimal incision z handle acetabular reamer broke intraoperatively during primary hip implantation, no pieces fell inside the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference (B)(4). Postal code (B)(6).

Manufacturer narrative:
The device was returned for evaluation. The mi z handle acetabular reamer became non-functional due to the fracture of one of the clevis in the reamer shaft confirmed by a visual inspection. The clevis most likely fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the clevis could not bear the imposed torsional loading, which lead to a fracture. Fatigue cracking is caused by the reamer bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. The broken piece was returned but the rest of the device was returned. The contribution of the device to the reported event could not be corroborated. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. Assessment of historical escalated cases concluded that there are prior actions related to this product and failure mode. The implementation of a new supplier that meets all the design control requirements for this instrument is currently taking place as a corrective and preventive action. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned mi z handle acet reamer confirms one of the inner portions of the device fractured into two pieces. Both pieces were returned. The device shows signs of significant wear and use. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are prior actions related to this device and failure mode. This issue is being evaluated through our internal quality process to minimize the occurrence rate of this failure. However, the likelihood of failure is present as this device is designed to endure multiple surgeries. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.